Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an off no power alert without receiving a low battery alert first. Blood glucose level at the time of the incident was 173 mg/dl. The customer also reported receiving a no delivery alarm. The customer was advised to insert a new battery and monitor the device. The insulin pump was not replaced or returned for analysis.